Event description:
During a lap supracervical hysterectomy, a microline pentax renew IV handpiece, model 3904 that was used with a mini endocut scissor tip, model 3152 for a monopolar procedure arced and a bowel injury had occurred. A dr was called into the room for an intraoperative consultation and recommended the surgeon to suture the injury. No additional pt info was provided.

Manufacturer narrative:
Microline pentax was informed by risk mgmt specialist that the disposable mini endocut scissor tip and the renew IV handpiece will not be returned. Since the devices were not returned, no investigation could be conducted. The request by the regulatory coord to obtain pt info was denied from the facility, and they will not provide microline pentax with additional pt info. This letter concludes the reason for parts of the pt info are blank.